Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. The a 2.00mm x 15mm emerge balloon catheter was selected to dilate the lesion. During the procedure while inserting the device, the shaft of the catheter broke in half inside the guide catheter but has not gone inside the patient. The physician was able to retrieved the balloon and the procedure was completed with another of the same device. No patient complications were reported and the patients' status is fine.

Manufacturer narrative:
Device evaluated by MFR.:the catheter was inspected tactilely and under magnification. There were multiple hypotube kinks and the balloon was tightly wrapped. The hypotube was broken 53cm from the strain relief; the fracture faces were oval shaped, as if kinked prior to separation. There was no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The a 2.00mm x 15mm emerge balloon catheter was selected to dilate the lesion. During the procedure while inserting the device, the shaft of the catheter broke in half inside the guide catheter but has not gone inside the patient. The physician was able to retrieved the balloon and the procedure was completed with another of the same device. No patient complications were reported and the patients' status is fine.